Event description:
In 2005, the lay user/pt contacted lifescan and alleged that her one touch ultra meter was reading inaccurately low and that the vial of test strips was not closing all the way. The medical affairs specialist called and spoke with the pt the following day who verified and provided additional info. The pt had purchased new test strips 4 days ago and had opened them the next day. She was getting low results between "40 to 70" mg/dl on the meter with those new test strips, but was feeling thirsty and had frequent urination since "mid morning." The pt takes a set amount of r insulin (5 units 4 times a day) and had continued to administer that. About "midday", she tested on her family member's meter with a result of 120 mg/dl. She did not recall if she attempted to test on her meter just prior to that. She then called her physician on call, but was not advised to take any medication or self-treatment. She did not receive any further medical attention. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl) at the time of testing and that the meter was coded correctly. Her testing technique was also determined to be correct. The pt informed the mas that there was a "split on the side of the cap of the strip bottle", which was causing the cap from not closing all the way. Although the pt's symptoms do not correlate with the meter's results, they also do not match her family member's meter results. She did not receive any medical attention and there is no report of adverse event. If the one touch ultra test strips were exposed to air, they would give inaccurate high results. A replacement meter, control solution, and test strips were set to the lay user/pt.